Event description:
It was reported that a physician implanted two x-stop devices into a patient at levels l3-l4 and l4-l5. Eight weeks post-op, the patient developed pain in the lower back at the implant level. A CT scan showed fracture of the spinous process. The patient required surgery; the patient's condition improved. Approximately, one year later, a physician removed one of the x-stop devices to "return of lss symptoms and progression of disease." No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.